Event description:
It was reported that the patient's implantable pulse generator (ipg) had occasional dropped ventricular pace events during electrocardiogram monitoring. The device remains in use. No patient complications have been reported as a result of this event.